Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2008, gore's imaging services received 18 cd's with images of a patient's abdominal aneurysm and requesting an evaluation of an aneurysm sac expansion. The patient was initially implanted with gore devices in 2003. A follow-up CT scan revealed aneurysm growth. Further investigation is being conducted.